Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed unexpected restart. The customer tried 3 different batteries during the call and alarm occurs with each battery change. The customer also reported that the buttons are sticking. Blood glucose value was 15 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces and all of the buttons are functioning properly. The insulin pump passed displacement test and a21 error test. No a21 alarm noted. The insulin pump has cracked battery tube thread, cracked case near the display window corners and cracked reservoir tube lip noted.